Manufacturer narrative:
Information was received via journal article.

Event description:
It was reported in a journal article that the patient experienced a revision due to dislocation on an unknown date. No further information is available.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0009613350-2017-00422.